Event description:
It was reported that, this electrode was revised due to high shock impedances out of range. The subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to battery being close to elective replacement indicator (eri). At this time, this electrode remains in service. No additional adverse patient effects were reported.